Event description:
It was reported by service report that the footboard control panel flip up lid was cracked with sharp edges. Customer could not determine if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: lid.